Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was chipped out on the lower left front corner of top case. A review of the event history log (ehl) identified check clutch plunger lever. During the functional testing was able to duplicate the reported issue. The clutch halves were found popping and slipping due to abnormal wear. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced both clutch halves and leadscrew. Performed preventative maintenance and all functional testing.

Event description:
It was reported that pump displayed a travel coarse error. No patient injury was reported.